Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation; one electronic photo was provided for review. The photo shows the partial view of a clinician holding the catheter in which both the extension legs were noted to be milky white in color at the junction of the bifurcation implanted into patient body. Therefore, the investigation is confirmed for the reported material opacification and material discoloration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a hemodialysis procedure using hemostar catheter. During the procedure the patient exhibited white discoloration on the inner wall at the site of a long-term catheter in the right jugular vein. Observation revealed the catheter was fragile and prone to cracking. Catheter was removed by surgical intervention. The current status of the patient was in good condition.

Event description:
On (B)(6) 2025, a patient underwent a hemodialysis procedure using hemostar catheter. During the procedure the patient exhibited white discoloration on the inner wall at the site of a long-term catheter in the right jugular vein. Observation revealed the catheter was fragile and prone to cracking. Catheter was removed by surgical intervention. The current status of the patient was in good condition.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.